Event description:
It was reported that no alert/notification occurred. On 04/18/2024, it was reported that the patient was at walmart with her daughter. Prior to going out, the patient had been feeling ¿fine¿. After being in the store for approximately 10 minutes, the patient experienced diaphoresis, dizziness, and presyncope. Someone at the store gave the patient a chair to sit in, as the patient was unable to talk to walk. A doctor happened to be at walmart and was able to assist the patient. The patient was given a coke, candy bar, and some hershey¿s chocolate. The doctor attempted to call an ambulance, but the patient declined. The patient¿s cgm (continuous glucose monitor) was not checked until after she was treated and was reported to have an ¿urgent low¿ alert, however, no specific cgm value was reported. The patient was wearing an omnipod insulin pump. The patient stated that the patient device should have alerted her when her cgm value reached 55 mg/dl, but that it did not. No bg (blood glucose) meter comparison was done during this event as the patient did not have a bg meter with her to use. After approximately 20-30 minutes, the patient¿s cgm value rose (no specific value was provided). When the patient felt better, she was helped to her car and went home. The patient was ¿feeling fine¿ at the time of report. Data was provided for investigation. The allegation was confirmed via data as a no audio output. The probable cause is alert disabled, vibrate only, or always sound disabled. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).